Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. The system operates as intended.

Event description:
The customer reported that there was a generator error. The system shuts down when this occurs. There is no report of pt injury or death.